Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 8mm was returned for analysis. Visual and tactile inspection found kinks in the mid shaft and no issues identified with the hypotube. Microscopic analysis identified a 6mm longitudinal tear across main body of the balloon was identified. The shaft ruptured (inner and outer lumen torn), 5mm from port exchange. A microscopic examination of the proximal and distal markerbands identified no damage however due to the damage to the inner lumen the distal markerband relocated proximally with the inner lumens stretching and it is still fully attached to it. Bumper tip showed no signs of distal tip damage.

Event description:
Reportable based on device analysis completed on 22mar2025. It was reported that crossing difficulties were encountered. The 79% stenosed target lesion was located in the moderately tortuous and severely calcified middle right coronary artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable. However, returned device analysis revealed balloon longitudinal torn and shaft hole.